Event description:
A zoll distributor returned battery pack sn (B)(4) and repported that the battery was unable to power up a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power on monitor) was confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The battery connector and housing were physically damaged, preventing the battery from connecting to a better charger or monitor. There was evidence of chew marks on the connector. The root cause for the damaged connector and housing was physical abuse. No adverse event resulted from the defective battery pack.